Event description:
No new information was reported (the patient's weight was reported).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the therapy was suspended as of (B)(6) 2018. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient in a clinical study with an implantable neurostimulator (ins) for spinal pain. It was reported that the stimulator was not working to relieve pain and reprogramming did not help. The patient wanted an explant, but had no problem with leaving it in. The patient was exited from the study as they were not using the device and had no plan to use it in the future. Diagnostics performed included interrogating the device on (B)(6) 2017, which found no problem with the device; interrogating the device on (B)(6) 2018, which found the device was discharged, and x-ray imaging on (B)(6) 2017, which showed no lead migration. Interventions taken included reprogramming. It was noted that the event was not related to the device or therapy, possibly related to the implant procedure, and not due to programming; the final programming date and time for most recent interrogation prior to the event was (B)(6) 2017. The outcome of the event was noted to have been unresolved at the time of study exit/death/study closure with no further actions. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the event was possibly related to the device or therapy. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the event was unlikely related to the device or therapy and unlikely related to the implant procedure. No further complications were reported/anticipated.